Manufacturer narrative:
Device has been sent to the manufacturer. It has not yet been received.

Event description:
The event involved a customer allegation of a plum set with 0.22 micron filter that leaked. On an unknown date, the set leaked at a fixing point of the filter. The ICU medical sales representative stated that the incidents occurred only with taxol. It was unknown if there was patient involvement, human harm/adverse event, or delay in critical therapy.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. Two new list 140099290 plum sets were received for investigation. The returned sets were leak tested per the product specs and no leaks were observed. A batch record review was performed to lot# 925775h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.